Manufacturer narrative:
(B)(4). Investigation is ongoing. The sample is expected to be returned for analysis.

Event description:
Customer reports: the cuff was not keeping inflated and it was suspected that micro holes in the cuff. Information does not confirm any patient involvement. Covidien is attempting to collect further details surrounding the circumstances of this report.